Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt's ipg was inoperable. The pt stated she lost stimulation approximately 1 year ago. Surgical intervention was undertaken and the ipg was explanted and replaced. Postoperative diagnostics indicated impedance readings within normal limits and the pt reported effective stimulation coverage.